Event description:
It was reported that the patient underwent an extended totally extraperitoneal repair (etep) procedure and subsequently expired. According to the surgeon, the procedure was completed as planned and there were no intra-operative or post-operative surgical complications, and no tissue, organ, or vessel injury, bleeding, or need for intra-operative intervention. While the patient remained on the ward, nursing staff found the patient deceased in bed on the day after the procedure. At the time of reporting, the cause of death had not been determined, and autopsy results or diagnostic conclusions were not available.

Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally and there were no indications relating to this event. Log review of the five subsequent procedures found the system functioned normally; no intraoperative events or issues found. The following instruments were used during the procedure: 30 deg endoscope, monopolar curved scissors, mega suture cut needle driver, fenestrated bipolar forceps. A site review was performed and no complaints were made against these instruments. A review of the event was conducted by an isi medical officer and the following additional information was provided: the patient in this report died following a robotic etep. Although the procedure was reportedly uneventful, the details of the events that led to the death and the cause of death are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.